Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The patient reported that starting yesterday they were having a "restless time" taking a nap, and noted that they kept pushing thems elves "up and over." The patient reported waking up last night with one of their hands being forced to be "curled over." The patient then reported that later, they turned off the implant and the hand curling issue resolved. The patient mentioned that they had been putting their full weight on their arm or shoulder. The patient reported that they have an appointment scheduled to see their healthcare provider (hcp) on (B)(6) 2017. No further patient complications have been reported as a result of this event.